Event description:
9/1/97 - intravascular access device (ivad) placed in superior vena cava. 9/5/97 - breast noted to be edematous. 9/9/97 - fluoroscopy showed extravasation from ivad. 9/9/97 - to or for revision of ivad.